Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that he was hospitalized due to an accident at work, he hit a tree. Customer was not wearing the insulin pump at time of accident. Customer got out of the hospital and was ready to use the device again, the device alarmed a battery out limit alarm after the battery was inserted. Customer's blood glucose at time of incident was 300 mg/dl. Customer's blood glucose at time of call was 131 mg/dl. Customer reported the insulin pump had shut off without alarm multiple times. During troubleshooting, no alarm was found in history. After troubleshooting, the display returned. Customer mentioned he called in before to troubleshoot for lost sensor alarm, but fainted during troubleshooting and 911 was called. Customer was advised to monitor the insulin pump. Customer was advised that the battery cap will be replaced. Customer will not be returning the device for analysis.